Event description:
It was reported that this previously implanted left ventricular (lv) lead was observed to be difficult to insert into the header of a newly implanted device. After troubleshooting, the lv lead was able to be connected successfully and continues to remain implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).